Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26103. It was reported the patient experienced clear drainage from his back incision site and the site is not healing. Infection is not suspected. Follow up information identified the incision site has healed without intervention.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.